Event description:
It was reported the patient experienced ineffective stimulation due to high impedances following a fall. Surgical intervention took place wherein the lead was explanted and unable to be replaced due to extensive adhesions.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The complaint of ¿lead migration¿ was not confirmed. This event cannot be confirmed through product analysis testing alone. The complaint about ¿high impedance¿ was confirmed. As received, the lead had a kink in the lead body where all the internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.